Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicates there is the communication problem between the subject device and the video processor was displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc) and was inspected. But it could not duplicate the reported phenomenon. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.